Event description:
IV pump with multiple pressors was running. A channel error occurred, and pumps completely shut off. I red tagged this pump for clinical engineering. Reference report: mw5115477, mw5115478.